Manufacturer narrative:
It was reported that during atrial fibrillation/atrial flutter (afib/afl) ablation with qdot catheter, the patient experienced a clot. No treatment was provided, and the case was cancelled. During an afib/aflutter case, a clot was noticed. Before the procedure, a transesophageal echocardiography (tee) was completed, and no issues were found. They had completed ablation on the flutter line using the ngen generator, and they were getting ready to go transseptal. When they inserted the faradrive sheath, they noticed a clot around the transseptal stick. The clot was more on the right atrial side but there was a clot on the sheath. The clot was confirmed on intracardiac echocardiography (ice). There was no medical intervention provided for the patient. The reporter confirmed the procedure was canceled and the patient was monitored. The pulsed field ablation (pfa) had not yet been performed when the clot was discovered. The physician did not mention what they thought caused the clot. Additional information indicated that the event occurred post use of biosense webster products (cavo tricuspid isthmus (cti) flutter line) and before use (afib procedure). The intervention provided was post tee was preformed to evaluate the clot. The outcome of the adverse event was improved. The patient was under general anesthesia. The physician¿s opinion indicated that the cancellation of the procedure did not contribute to a death or a serious injury to the patient. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31579141l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. Information received indicated that the event occurred post use of biosense webster products (cti flutter line) and before use (afib procedure). The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during atrial fibrillation/atrial flutter (afib/afl) ablation with qdot catheter, the patient experienced a clot. No treatment was provided, and the case was cancelled. During an afib/aflutter case, a clot was noticed. Before the procedure, a transesophageal echocardiography (tee) was completed, and no issues were found. They had completed ablation on the flutter line using the ngen generator, and they were getting ready to go transseptal. When they inserted the faradrive sheath, they noticed a clot around the transseptal stick. The clot was more on the right atrial side but there was a clot on the sheath. The clot was confirmed on intracardiac echocardiography (ice). There was no medical intervention provided for the patient. The reporter confirmed the procedure was canceled and the patient was monitored. The pulsed field ablation (pfa) had not yet been performed when the clot was discovered. The physician did not mention what they thought caused the clot. Additional information indicated that the event occurred post use of biosense webster products (cavo tricuspid isthmus (cti) flutter line) and before use (afib procedure). The intervention provided was post tee was preformed to evaluate the clot. The outcome of the adverse event was improved. The patient was under general anesthesia. The physician¿s opinion indicated that the cancellation of the procedure did not contribute to a death or a serious injury to the patient.